Event description:
Patient presented to the physician with ongoing chronic pain since the implant procedure and presented symptoms of tongue, jaw, and neck pain on the right side. Physician brought the patient into the or, opened both incisions, found granuloma deposits around the suture at the ipg pocket, and found the ipg oriented unusually and that the stimulation lead sutures were anchored directly to the anterior belly of the digastric muscle. Physician felt this was likely the cause of prolonged symptoms of pain and removed the entire inspire system.